Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the service center identified the device had corrosion at distal end and foreign material stuck to ultrasonic connector contact pins. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corroded distal end was traced to component failure. However, the most probable cause of the foreign material stuck to ultrasonic connector contact pins could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.